Event description:
A spinal surgery (fusion of 4 vertebras) was planned to be performed with the aid of brainlab navigation system. During the procedure the surgeon: performed an automatic image registration to match the virtual display of an intraoperatively obtained 3d c-arm image data set to the current patient anatomy. Placed four k-wires, intended as guidance for according bone screws, with the aid of navigation on one side in each vertebra. Performed an x-ray image to control the correct placement of the k-wires. Determined that the k-wires are not placed as intended, but shifted about 8mm in caudal direction (same shift for each k-wire). Completed the surgery without the aid of navigation, including screw placement with x-ray control. There have been no negative clinical effects for this specific patient. However, according to the surgeon, there was an increased risk for this patient since the k-wires have been placed close or into the intervertebral foramina.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since there was an increased risk of nerve damage by k-wires, although: there is no indication of a systematic error or malfunction of the brainlab device. The corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. There have been no negative clinical effects for this specific patient. The most likely root cause for the determined shift is that during the initial registration of the patient the software did not find a match to the actual patient anatomy that was as accurate as desired for this specific patient/surgery. The insufficient registration was most likely caused by false reflections from the drape, used for the draping of the 3d CT-scanner, leading to a less than ideal recognition of the navigation reference that is attached to the scanner. The shift apparently was not detected with the required accuracy verification to be performed by the user. There is no indication for a systematic error or malfunction of the brainlab device. According measures are in place to reduce this already anticipated risk to be as low as reasonably practicable. Brainlab intends to offer an additional training to this hospital.